Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "intermittent display alarms" issue. After power down and start up again, the unit's display functions were normal. Initial investigation shows the unit's display functions to performed at factory specifications. The fse tried manipulating the coiled cable, tapping on the back of the display, and selecting multiple options on the keypad with no failure in the display's image. The fse also checked the coiled cable disconnect connector for any corrosion and found none. In the interest of patient safety and to prevent the intermittent failure from returning, the fse replaced the 11 year old 10.4" display w/ rtv bead sea. After repairs, the unit passed all functional, safety, and electrical tests to factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during start-up of the cs300 intra-aortic balloon pump (iabp), there was intermittent display issues with green sections observed. There was no patient involvement and no adverse event was reported.